Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the 1st october 2010, the device passed a self-test. The device then failed a self-test fail due to a low battery during a manual power cycle. This was of nonsensical duration and may suggest the user was powering off the device by removing the pad-pak or the pad-pak was incorrectly seated in the device. The pad-pak was reinstalled and the device passed a self-test. Manual power ups of mainly ten minutes duration were recorded between the (B)(6) 2015 and the (B)(6) 2016. Investigation found the fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.